Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, an interrogation was performed, and it was discovered that the pacemaker exhibited an error message and a hardware reset. No further intervention was performed and the patient will continue to be monitored. There were no patient consequences.